Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The system was working as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that after a successful registration, the health care professional wanted to start navigation. However, both screens were flickering. The computer was cleaned and the system cable connections were controlled. The system was tested for 4 hours and was working. Both navigation and imaging were aborted causing longer than an hour delay in the case. No impact on patient outcome.